Event description:
A volume discrepancy was initially reported on (B)(6) 2011 with the actual residual volume (arv) greater than the expected residual volume (erv): arv: 5.6 ml, erv: 2.5ml. Patient experienced change in therapy effect; was "not responding to medication like he used to" per the healthcare provider (hcp). However, patient was responding well to therapeutic boluses but the pain was not being managed with pump/ptm (personal therapy manager). It was also stated that the patient had cancer and "cause of lack of efficacy could be due to disease progression". On interrogation the pump logs showed no problem with function of pump. A CT scan of spine was being considered to rule out a "granuloma". On (B)(6) 2011, an arv of 6ml and erv of 1.5 ml were reported. Patient was getting pain relief with single boluses and was using ptm frequently. On (B)(6) 2011, it was reported that they started getting a few "extra ml's of fluid back during refills". On checking the logs no stalls were found. Patient was convinced that the use of the ptm resulted in miscalculated residual volumes by the programmer and that there was a "software issue". Drugs delivered via the device were 120 mg/ml hydromorphone, morphine, bupivacaine and clonidine. A follow-up report will be provided when additional information becomes available.

Manufacturer narrative:
Catheter: model: 8709, serial # (B)(4), implanted on: 2005 (B)(6), explanted on: unk. Programmer: unk, serial/lot # unk.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicates the patient was in hospice due to adenocarcinoma of the abdomen (gall bladder). Drug infused increased in the month and a half because of the cancer. The drugs infused are hydromorphone (40 mcg/ml, dose 45mcg/day from 5mcg/day), morphine, bupivicaine, and clonidine. Hydromorphone concentration increased to 120mcg/ml. The response to a bolus changed from 20 minutes to 1.5 hours with the volume discrepancies noted previously. It was also reported that there was a low reservoir alarm.